Event description:
It was reported an issue with dafilon suture. The client reported that the product name on the packaging does not match the product code. The product code is g0935352 and the name is supramid while it should be dafilon. There is no patient involvement.

Manufacturer narrative:
Analysis and results: there are no previous complaints of the same code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received three product boxes with supramid pre-printed box and the box label and product inside the box correspond to a dafilon reference-batch (code g0935352; dafilon blue 3/0 (2) 75cm ds24 and batch 622024). Therefore, the box label and the product match perfectly (dafilon), but the pre-printed box is wrong (supramid). This mistake took place at the moment of selection of pre-printed box of the product in the warehouse. The person who was conditioning the product, selected a wrong pre-printed box and did not notice that. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b.braun surgical requirements. Final conclusion: taking into account that product boxes received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.